Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading erratically. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy began on an unspecified date and time approximately mid-(B)(6) 2014 when readings of ¿113, 176, 52, 300 and 74¿mg/dl were obtained using the subject meter, all results within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls outside lifescan¿s criteria for accuracy. It is unknown how the patient manages their diabetes, and it is also unknown whether they made any changes to their usual management routine in response to the reported issue. The patient reported experiencing symptoms of ¿feeling giddy¿ at an unknown time prior to when the reported issue began. The patient denied receiving any medical treatment in response to the reported issue. At the time of troubleshooting, the csr determined that the unit of measure was set correctly and an approved sample site was being used at the time of testing. The csr also noted that the patient did not have control solution available. Replacement products have been sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.